Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated by product analysis on 06/12/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6)2017 and the last bolus delivery was recorded as a 5.0 unit ezcarb normal bolus on (B)(6) 2017 at 14:26. The ump returned with basal program 1 set to: 0.600 u per hour at 00:00, 0.600 u per hour at 02:00, 0.850 u per hour at 03:30, 0.850 u per hour at 07:00, 0.925 u per hour at 10:00, 0.700 u per hour at 11:00 and 0.625 u per hour at 16:30 and 0.625 u per hour at 20:30. The basal history shows the user manually changed the basal settings prior to returning the pump. The basal setting on 2017-04-03 were: 0.600 u per hour at 00:00, 0.625 u per hour at 02:01, 0.825 u per hour at 03:31, 0.850 u per hour at 07:01, 0.00 u per hour at 07:19, 0.850 u per hour at 08:07; 0.925 u per hour at 10:01, 0.700 u per hour at 11:01 and 0.625 u per hour at 16:31. The prime history shows a prime on (B)(6) 2017 at 08:03. The bb for 04-03 was not available. Pump was exercised for 24 hrs with a 2.0 u per hour basal rate; at end testing the basal history correctly showed 2.0 u and total daily doses showed 48.0 u. No hypertensive of stuck keys were observed on the keypad. The total daily doses add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Unrelated to the original complaint, the battery compartment is cracked below the bumper pad. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 500 mg/dl. The patient did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a history/settings issue of inaccurate delivery by the pump. Troubleshooting performed by animas customer support revealed the basal history did not match the active basal program. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy allegedly associated with an inaccurate delivery issue.